Event description:
It was reported that the vns patient experienced a "recent cluster of seizures" which the medical professional believes are related to the battery "wearing down" since it has been approximately 6 years since implantation of the generator. The patient underwent generator and lead replacement surgery due to end of service and was re-implanted. In addition, the explanting facility stated that the lead product would not be returning to the manufacturer. At this time, the relationship of the recent cluster of seizures to vns therapy is unknown and good faith attempts to obtain product and patient information have been unsuccessful to date.